Event description:
It was reported that the ventilator generated a technical error code indicating turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's turbine was found defective; the issue was related to turbine failure during ventilation with a technical error that indicates turbine was detected in standby mode. The ventilator was investigated on site by a technician. The blower module was replaced to solve the issue and returned for further investigation. The provided logs confirm the turbine failure during ventilation and the technical error code at date of reported event. During simulated use of turbine in a ventilator. The error could not be reproduced. The ventilation was run for eight days without deviation. A similar investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000

Event description:
Manufacturer's ref# (B)(4).